Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: brand name: heartware ventricular assist system ¿outflow graft , outflow graft / 17187780-0885 / model #: 1125 / expiration date: 2023-02-28, UDI #: (B)(4), device available: no, no, device evaluation anticipated, but not yet begun dev rtn to MFR? No, mfg date: 2018-02-01, labeled for single use: no. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a patient had several low flow alarms and one suction alarm. The patient was admitted for observation for the lower flows than normal. A computerized tomography (CT) scan was done that showed the outflow graft was too short when implanted and it had stretched between the right ventricle and sternum. The site believed the right ventricle was compressing the outflow graft causing the low flow alarms. The pump remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the pump and one (1) outflow graft were not returned for evaluation. The reported events were confirmed through log file analysis which revealed 1 suction alarm that was logged on (B)(6) 2019 and 186 low flow alarms that have been recorded since (B)(6) 2019. As a result, the low flow and suction events were confirmed. Of note, it was reported by the site that a computerized tomography (CT) scan was done that showed the outflow graft was too short when implanted and it had stretched between the right ventricle and sternum. The site believed the right ventricle was compressing the outflow graft causing the low flow alarms. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the risk documentation and available information, possible causes of the low flow and suction events may be attributed to multiple factors including but not limited to thrombus at the inflow cannula, poor vad filling, inappropriate pump rotational speed, and/or constriction at the outflow graft. Additional products: d4: outflow graft / (B)(4) / model #: 1125 h3: yes h6: device code(s): c62897 h6: FDA method code(s): 4112, 4114 h6: FDA results code(s): 213 h6: FDA conclusion code(s): 4310 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.